Event description:
Purpleness/bruising in left knee [contusion]. Left knee flare [arthritis]. Redness in the left knee [erythema]. Heat in left knee [joint warmth]. Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. Case description: spontaneous report received on 17-aug-2008 from a consumer regarding a (B)(6) female patient, (B)(6). The patient had a history of being bedridden, osteoporosis, osteoarthritis, back pain, and previous synvisc treatment approximately three years ago. The patient received three injections of synvisc in her left knee on unknown dates in (B)(6) 2008. Reported concomitant medications were a fentanyl patch for back pain associated with osteoporosis and osteoarthritis and oral hydrocodone for break through pain. The patient experienced intermittent flares of pain, swelling, heat, redness and purpleness in her left knee, which began about ten days after her third synvisc injection. This always occurred on weekends, coincident with the patient's consumption of clam chowder on friday nights. The patient's left knee was treated with ice and rest during the flares. The patient did not have clam chowder for weeks and the knee had been better. The knee was almost clear of bruising, but on friday (B)(6), the patient consumed clam chowder and the knee turned reddish purple and was swollen and hot. The patient experienced a left knee flare over the weekend. For past left knee flares, the patient had been given a cortisone injection. Hydromorphone was prescribed by her pain management physician to treat the pain associated with the left knee flares. As of the date of receipt of this report, the patient had not yet recovered.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided and a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.